Manufacturer narrative:
This event was previously reported by edwards lifesciences under manufacturer report # 2015691-2023-17348. After a review of medical records received, it was confirmed that the valve was explanted due to late endocarditis, which is typically due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Based on the new information received, this event is no longer considered to be a reportable event and a corrected report is being submitted.

Manufacturer narrative:
Investigation is ongoing. H3 other text : no information on disposition of device.

Event description:
As reported by implant patient registry, approximately 3 months, 11 days post-implantation of a 20 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the 20 mm sapien 3 valve was explanted. The reason for the explant is unknown at this time.